Event description:
The manufacturer received information alleging a ventilator's lcd display screen was blank. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the lcd display screen cable was found to be loose. The lcd cable was reattached to address this issue.